Manufacturer narrative:
Implicated product is dual lumen 7.0 fr. Catheter with tissue ingrowth cuff and -2 antimicrobial cuff in basic tray. Customer describes product as different catheter. Product received for eval is extension legs and bifurcation assembly of 7.0 fr. Dual lumen catheter. Distal segment of catheter has been severed at distal termination of bifurcation and is not included with complaint sample. Complete sample measures 8.2 inches long. Lot history review reveals no related mfg issues and no other complaints for this lot. Device was placed 11/28/1997; complaint incident occurred 12/8/1997. Complaint file documents complaint incident occurred as pediatric pt was being lifted from high chair. "Triangle piece" of catheter was "trapped in chair fence." Tactual examination reveals occlusion clamp impressions in clamping over-sleeves as well as extension tubing of both extension limbs. No tubing elongation is noted. Views of distal tip of bifurcation under 10x magnification reveals clean, even edge with dull, finely grained face. Inner catheter tubing is recessed slightly within orifice of bifurcation. This damage is consistent with blunt dissection and indicates tensile break. No associated damage is noted on bifurcation outer diameter. Complaint of catheter breakage is confirmed. It should be recorded as user-related. Physical findings during eval are characteristic of blunt dissection consistent with tensile break. Statements in file verify that inadvertent tension had been applied to external portion of device. MFR has established minimal strength at bifurcation to be not less than 4 pounds tensile force. This is verified during MFR through random destructive testing. Product instructions for use warns user to avoid tension to device's external segment.

Event description:
Catheter broke into two pieces. Pt had to be brought into surgery to have second piece of catheter removed.